Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited polarity switch and out of range impedance but since then the measurements have been stable.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that low impedance was noted on the rv lead. The lead was reprogrammed.

Manufacturer narrative:
Concomitant medical product: a2dr01, ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high number of the sensing integrity counter (sic) oversensing episodes. It was noted that rv bipolar lead impedance and rv unipolar lead impedance warnings were triggered. Lead integrity issue was suspected, possibly a crush. The lead remains in use. No patient complications have been reported as a result of this event.